Manufacturer narrative:
(B)(6) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(6). Through follow-up communication with the customer, (B)(6) learned that the error code appeared on the patient side, and that patient pump 2 failed. The customer reported that the device will be taken out of service and replaced with a non-(B)(6) device. No service has been requested. As no investigation could be performed, a root cause could not be identified and corrective actions were not determined. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. (B)(6) will continue to monitor for trends related to this type of issue.

Event description:
(B)(6) received a report that the heater-cooler system 3t displayed an error code during a procedure. There was no report of patient injury.